Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. It was noted that the right ventricular (rv) lead exhibited increasing thresholds and measured as high. The lead remains in use. No further patient complications have been reported as a result of this event.